Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support (cts) advised on pressing techniques and confirmed that the display would eventually turn on, but the button issue persisted. As a resolution, cts arranged to replace the pump with one that has updated software. The caller declined to remove the pump's case and will continue using the current pump until the replacement arrives. The customer was instructed on returning the faulty pump and acknowledged the process for transferring settings and connecting their continuous glucose monitor (cgm) to the new pump.